Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97792, lot # n538416, implanted: (B)(6) 2015, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported stimulation in an undesired location. It was occurring daily. The patient had it on but his pain would shoot up into his shoulder blade. This had been happening for the past 4 days. It was noted that the patient was implanted for non-malignant pain. A manufacturing representative (rep) later reported that the patient had a reprogramming session in the past and lost therapy after that session. It was considered a sudden loss of therapy. Impedance measurements were taken and all but 2 contacts were showing xxx. The rep was going to be meeting with the patient. The rep later reported that they ran the impedance at 1.5v and all were ok. Additional information received reported that the patient would most likely be having a lead revision and has not yet been scheduled. On (B)(6) 2015 during a reprogramming session, the patient told the rep that they had fallen. The fall was not due to the device or therapy. The date that the fall took place was unknown. There was no new information at this time. [Pain at ins site; ¿pushing outwards¿ issue captured in pe (B)(4)].